Event description:
It was reported that the patient was experiencing discomfort due to the ipg being too shallow. The patient underwent an ipg repositioning procedure. Nothing was added or removed during the procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.